Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into an off-label insertion site, on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.